Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system intermittently generated suppressed results for glucose such as blank rate hi, out of instrument range low and high, out of reportable range low and high. Customer reported that when the patient samples were reran on a different instrument, the results appeared to be normal. Customer was unable to provide the patient results because they did not have a printer attached to the instrument. The suppressed results were not reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the cartridge chemistry sample syringe, collar wash and shear valve. Root cause is unknown.

Manufacturer narrative:
(B)(4).